Event description:
It was reported that there was a pump malfunction identified by the code malf 12, along with a separate issue related to the pump not charging. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with information on how to reset the pump, assisted with resetting the malfunction.